Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid and felt "unwell". The cause of and treatment for the events was not reported. On the same day as the onset, the patient was hospitalized. At the time of this report, the patient has not recovered from the event. Pd therapy was discontinued on the same day as event onset. No additional information is available.